Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be completed because the provided serial number was invalid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer advised that unit not suctioning, conducted t/s as the unit was not coming on at all, failed advised sending power cord. Used with female wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared) per follow up information received via email on 06may2026, it was reported that the device itself did not cause any medical issues but not having it available for use caused the patient to have a uti and be hospitalized. Troubleshooting was performed via telephone twice with techs from the company. The machine simply stopped working. When plugged in there was a barely audible hum, but no suction. It sounded like the motor burned out.